Manufacturer narrative:
The qc recovery data provided was within specification. The field service engineer (fse) checked and adjusted the sample probe and performed checks and precision testing. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.2 mg/dl. The patient's nurse questioned the result which prompted the customer to repeat the sample. The repeat result was 10.2 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 858169. The investigation is ongoing.